Event description:
Boehringer laboratories recently became aware of a patient injury which occurred during a gastric sleeve surgery where a boehringer laboratories visigi 3d was being used. After the surgery completed, it was discovered that there was a perforation in the esophagus after the patient complained of pain below jaw. Contrast study indicated that there was fluid escaping the esophagus. It cannot be determined how the injury occurred. Remediation included npo diet and 4 day extended stay in the treatment facility. Patient was released following a contrast study that showed no fluid escaping the esophagus. The product was not preserved and the manufacturing batch information could not be ascertained. Due to this, a study on the product used in this event could not be performed. FDA safety report ID # (B)(4).